Event description:
EU complainant reported the patient was on impella support and during support there was a controller failure on the automated impella controller (aic). The aic was replaced. The patient survived the event.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. After review of the data logs the reported controller failure alarm was not confirmed. The console was internally inspected, and all cables were fully connected. The kbd-related controller error could not be reproduced after power cycling 200 times. There were also no issues (specifically no persistent rfid errors) with detection of a known-good purge cassette during final testing. Conclusion: the root cause for the kbd-related controller error could not be determined since it was not reproducible. The root cause for the intermittent purge cassette detection (rfid errors) could not be determined since it was not reproducible. B3 date of event was erroneously entered on manufacturer device report 1220648-2024-19074. G1 reporting contact email revised on manufacturer device report 1220648-2024-19074 in accordance with updated procedures.